Manufacturer narrative:
(B)(4): eval results & conclusions: (cause of endoleak cannot be determined). Eval results: (endoleak).

Event description:
A talent aui stent graft and an occluder device were implanted in a pt for endovascular treatment approx 66 months ago. Vessel morphology was reported, as there was no tortuosity and little calcification. It was reported that four months ago, the pt presented with a type iii endoleak in the aui fabric. The physician elected to treat the type iii endoleak with the placement of another aui stent graft. The physician elected to implant a medtronic device that is not approved in the united states and the type I endoleak was resolved. A reliant balloon was used to model the stent graft material proximally, distally and overlapping regions. Films eval was completed. There was a noticeable type 3 endoleak at about the stent graft mid-length near the proximal side of the aaa, and the stent graft showed a little angulation, however, no obvious cause of the endoleak could be determined. No clinical sequelae were reported, and the pt is fine. Please note that this device ((B)(4)/ lot number 433975) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).